Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant. Post-procedure, patient experienced shortness of breath. Patient was taken to lab for suspected pericardial effusion but not confirmed. Patient subsequently coded and required cardiopulmonary resuscitation (CPR). After patient was stabilized, they were transferred to cardiovascular intensive care unit (cvicu) for monitoring. It was also reported a pneumothorax was found but unclear whether it preceded the event or was secondary to CPR. An electroencephalogram (eeg) showed no activity and patient was reported on life-support.